Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the symptom to be a clean load point 2 alarm which was observed during power up. This was found to be caused by a failed upstream sensor with a loose alignment pin. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsley detected a loaded IV set. It was also reported that there was no pt injury.